Manufacturer narrative:
(B)(4): this reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: (npi) alarm channel error - 8100. Case notes: (B)(4). (B)(6) need help on troubleshooting the three 8100 devices that are showing alarm channel error s/n (B)(4). After verifying the software version for each device. One device s/n (B)(4) is incorrect software version currently showing v8 it show upgrade to v9.17.17, the s/n (B)(4) after asking (B)(6) to run the analog sensor test, we found out the upper stream transducer sensor is bad on both devices. I suggested to replace the defective sensors and verify analog sensors test again.